Manufacturer narrative:
Omit: b17 - device not returned.

Event description:
It was reported that while programming carboplatin infusion as a secondary, clinician noticed that the secondary bag dripping when primary line was clamped and secondary line was unclamped. Second clinician also confirmed that the secondary bag was dripping without infusion being started. Pump was replaced and reprogrammed, no additional dripping present. Infusion was started with a new pump and there were no complications. There was patient involvement but no harm.

Event description:
It was reported that while programming carboplatin infusion as a secondary, clinician noticed that the secondary bag dripping when primary line was clamped and secondary line was unclamped. Second clinician also confirmed that the secondary bag was dripping without infusion being started. Pump was replaced and reprogrammed, no additional dripping present. Infusion was started with a new pump and there were no complications. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the pump module was dripping without infusion was not confirmed or replicated during the investigation. The returned device was fully evaluated, and no anomalies were observed during laboratory testing. ¿ laboratory test results performed on the reported suspect device confirmed the pump module to be within specification for rate accuracy and was operating as intended, with no signs of unregulated flow observed. ¿ the customer provided an event date of 18sep2024. A log review was performed with the limited information contained in the pump module s/n 12975676 event log; the time of the event was not reported. The analysis was made of the last infusion programed. ¿ based on the review of the pump module event log retrieved, on the date 18sep2024 at the time of 4:01 pm the pump module was powered on and attached to the pcu s/n 15438008. ¿ at 6:35 pm, an infusion started with a rate of 657 ml/hr and a vtbi of 358 ml, then the infusion was paused. ¿ at 6:36 pm, the infusion was restarted. ¿ at 6:37 pm, the infusion was paused. ¿ at 6:40 pm, the pump module was channel off. ¿ it is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. ¿ it is possible the incident reported was associated with a back-check valve failure on the primary administration set; however, this could not be investigated further because the incident administration set was not returned for investigation. ¿ it is not known if any of the following conditions may have existed at the time of the reported incident; per product labeling, alaris system user manual (v9.33), it states within warnings and cautions ¿to prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). ¿ the pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to dchu, repair center, or the customer. Note to repair center: please replace the mechanism assembly as it was disassembled during the investigation. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. This may be charged to dchu. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Root cause: the root cause for the reported issue of the pump module was dripping without infusion was not able to be identified during the investigation. The pump module was found to be infusing within specification with no observance of unregulated flow occurring. Note that imdrf annex a040502, c0601, d01, and g02017 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that while programming carboplatin infusion as a secondary, clinician noticed that the secondary bag dripping when primary line was clamped and secondary line was unclamped. Second clinician also confirmed that the secondary bag was dripping without infusion being started. Pump was replaced and reprogrammed, no additional dripping present. Infusion was started with a new pump and there were no complications. There was patient involvement but no harm.